Event description:
The event involved an unspecified extension set 0.2 micron filter, prepierced y-site, secure lock where the customer reported that they are having increasing issues with air in the filtered secondary tubing when extension set is attached. This has occurred many times between march 28-31, 2025) resulting in loss of chemotherapy drug delivery. The customer stated that the extension set was primed properly but almost always cannot complete full administration of the drug ordered that requires a filter. The incident resulted in lost drug and possible staff exposure to cytotoxic agent (even though proper ppe applied by staff) as the filter malfunctioned at several points during therapy that resulted in a new filter having to be primed and the old filters having to be removed. Staff could not ensure complete delivery of drug as a result. Several incidents report with use of filter during the time frame as indicated on the product issue report including while in use with a patient and after priming before drug delivery. Incidents mostly occur during use on a patient. Harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4 - UDI is not available as all product code information is unknown at this time.